Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed one device was returned but not in any original packaging. Two teeth, on one side, at the front, of the suture capture have been broken off. Bio debris is present. No other defect is visible. A functional evaluation showed pulling the lever will close the jaw and deploy the suture passer needle as intended. Using a reference ultratape suture, the suture passer needle caught and deployed it through the suture capture which caught and held it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include. Factors that could have contributed to the reported event include excessive force during the procedure, which may have placed undue stress on the device. This could have led to the breakage of two teeth on the suture capture mechanism, impairing the device's functionality in securely capturing and holding the suture as intended. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified procedure, the firstpass mini cannot pass the minitape. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). G4 updated.

Event description:
It was reported that during an unspecified procedure, the firstpass mini cannot pass the minitape. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported. Upon visual analysis of the returned device, it was identified that two teeth, on one side, at the front, of the suture capture have been broken off.

Manufacturer narrative:
Corrected data: b5 (narrative), g4 (aware date), h3 (device evaluated). G4: the aware date provided initially through the initial and supplemental 001 MDR reports submitted on 3-feb-2025 and 4-feb-2025 respectively, should have been 17-jan-2025 as detailed in this report. This is the date in which our firm first became aware of the broken condition of this device, meeting reporting criteria as per 21cfr803.